Event description:
The customer reported that during a right colectomy to mobilize the colon, the device was applied to the ileocolic and it did not seal. An end tone, signifying a completed seal-cycle, was heard. The ileocolic was bleeding and the surgeon used ligasure to control it. Once the surgeon accomplished that, a clip was applied over the seal and the remaining vessel was stapled. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. There was evidence that tissue had been placed in the hinge area of the jaw. The IFU states that the customer is advised to place the vessel and/or tissue in the center of the jaw, not in the hinge.